Manufacturer narrative:
Concomitant medical products: boston scientific lead, implanted: (B)(6) 2002; 4087, lead, implanted: (B)(6) 2002. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the left ventricular (lv) lead exhibited high thresholds. The lead was capped and replaced with an epicardial lead. No patient complications have been reported as a result of this event.